Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had excessive powder in tube. The customer indicated that there was no patient injury.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. A visual inspection was performed and it was observed all the components are assembled properly at the tubes and inside the cuff of both samples there is the presence of white powder (mica). The device history record (DHR) was reviewed and no discrepancies were found. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.